Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to metal fatigue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscopy workstation's caster base snapped in half making the cart tilt over causing the monitor on the boom to fully extend and hit a technician in the shoulder and neck area. The issue occurred when moving the cart to the operating room. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.